Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification; inspected 7pcs retention sample cannula angle, cannula appearance and cannula pull force. All results passed. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that pen needle 31gx5mm 7 pack needle broken. The following information was provided by the initial reporter: the needle was broken when checking for injection, so it was replaced in time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5 mm 7 pack needle broken. The following information was provided by the initial reporter: the needle was broken when checking for injection, so it was replaced in time.